Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The blood glucose level was 300 mg/dl and patient was treated with correction via insulin pen. The insertion site was abdomen. The infusion set was in use for less than twenty-four hours.the patient reported that the infusion set cannula became bent during insertion, which occurred in an area with insufficient subcutaneous tissue. No further information available.